Manufacturer narrative:
Stryker troubleshot with the customer over the phone and the device worked properly. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would not provide any voice prompts. Without voice prompts, the user would not be able to use the device properly on a patient if needed. There was no patient use associated with the reported event.